Event description:
The cap of the secure empty eva bag is fused with the port of the bag. Unable to twist off the cap to fill. The intended procedure is to uncap the bag and connect it to the em2400 compounder to pump ingredients into. No patient involved. The damaged bag was found before use.